Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in posterior and anterior wall, and trans-obturator tape (tot) procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient felt tension from the buttocks to the thigh. She also experienced pain when starting to walk but no pain was felt during walking. Subsequently, the patient was treated by conservative management including estrogen cream, loxonin, and some nonsteroidal anti-inflammatory drugs (nsaid).